Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with ketones and high blood glucose over 250mg/dl. Troubleshooting could not be performed. Advised the caller that to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.